Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump recently had a motor error alarm and a no delivery alarm. Blood glucose level at the time of the incident was 249 mg/dl. The customer also reported that she recently had a blood glucose level over 500 mg/dl, but did not receive a no delivery alarm. The customer stated that she had been treating high blood glucose levels with manual injections. Blood glucose level at the time of the call was 38 mg/dl. The customer stated that she would call back for troubleshooting if necessary. The insulin pump was not replaced or returned for analysis.